Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
This right ventricular (rv) lead was surgically repositioned due to a heart wall perforation. This perforation was discovered with x-ray imaging. No additional adverse patient effects were reported.